Event description:
It was reported that the patient advised that the foley catheter kept popping out when the nurse was changing it. This happened with both catheters. They said they did not look any different than usual, but this could be a potential product concern. It happened to both catheters from batch.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.